Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. Customer receives error when attempting to generate carelink report, carelink report is not displayed as expected, or possible issue with data in carelink report. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that this is expected behavior. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. After conducting thorough investigation, it was found that the user has made future time change event which caused the data to be ambiguous for the current date range. To assist with the resolution, provided the below feedback to helpline support team. --user did a time change to 2026 on 30th october and set it back to current date and time. Carelink application ui currently shows the most recent latest updated date, which is expected behavior. We already have an enhancement in place to address this. --for now, user needs to manually change the desired date in data calendar for report generation. -- provided screenshot for the provided recommendation. -- we see that there is only sensor data available in the uploads made and do not see any other data. Reports are showing data based on the data uploaded. Requested helpline to validate weekly review or csv report and confirm if any specific details are missing. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of the issue is due to the future time change made by the user in pump. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.